Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the hp052 solid toned on gen01. Replaced with different handpiece after getting a solid tone with test tip to complete the case. There was no consequence to the patient.